Manufacturer narrative:
D9 device was received and date was added. E1 added initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, zip code and zip code extension as they were omitted from the initial report that was submitted. H6 type of investigation, investigation findings, and investigation conclusions were updated accordingly based on the device being received. H11 additional manufacturer narrative was revised to to device received. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
D6b: added explant date.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device exhibited an ao placement signal -6/-6 while priming. The physician decided to continue with implant. Upon insertion, the placement signal low alarm began as soon as the 5.5 crossed the aortic valve into the left ventricle (lv). Patient blood pressure (bp) at that time was 80s/50s with 5.5 ao placement signal 50/10. The position was adjusted and the low/drifted signal persisted. The physician opted to have the team adjust the signal to match the current bp. It was reported that the procedure was successful.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. H3 (device evaluated by manufacturer?) Has been updated. Placement signal issue: due to a lack of data logs returned and inconclusive product testing, the cause of the placement signal issue could not be established.